Event description:
Customer responded to 95 yr old hypertensive female complaining of dizziness. Pacing was initiated. Customer alleges device stopped pacing with no message displayed. User attempt to restart pacing was unsuccessful. Drugs were administered and pt was transported. Causal relationship of device to this incident cannot be determined. Decie has not been returned for eval.